Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a gastric sleeve, it was a gst60t reload partially fired. They were able to use half of the reload successfully. Some of the staples were malformed, some of the staples formed properly. After removing the device from the patient, the surgeon oversewed the staple line. The gun was used for the remainder for the case with a new reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n55x3v. The analysis found that one gst60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side partially fired 1/3, left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.